Manufacturer narrative:
The revision surgery investigated via the current report occurred on (B)(6) 2023. At the time of the revision surgery, the then 47-year-old female patient was implanted with eleos devices matching the part numbers identified in the table above. The explanted device information is unknown. No additional patient information or surgical details were identified through a review of historical records with respect to the surgeons that are known to have operated on the patient or the facilities in which the patient underwent known revision surgeries. A request for information was sent via email on 08 march 2024 to the appropriate onkos rsm and distributor; no additional information was able to be provided. This retrospective investigation was unable to confirm specific surgical details, including the purpose of the revision surgery. It is not known if there were any onkos devices explanted or if they were of the same part number as the devices implanted during the revision surgery. The devices identified in the table of section 1.0 are provided solely as a reference and reflects the devices implanted on (B)(6) 2023. The root cause of the adverse event could not be determined because the failure mode and general purpose of the revision surgery could not be confirmed. In addition, the part number and lot number of explanted devices remains unknown. Mdrs will be submitted to the FDA out of an abundance of caution, based upon a reasonable assumption that the devices explanted during the revision surgery were provided by onkos and contained identical part numbers as the devices that were implanted at the time. The following mdrs are submitted as part of this adverse event investigation: 3013450937-2024-00064, 3013450937-2024-00065, 3013450937-2024-00066, 3013450937-2024-00067, 3013450937-2024-00068.

Event description:
The revision surgery investigated via the current report occurred on (B)(6) 2023. At the time of the revision surgery, the then 47-year-old female patient was implanted with eleos devices matching the part numbers identified in the table above. The explanted device information is unknown.